Event description:
Svc impedance >200 ohms. Kink noted at proximal end following explant.

Manufacturer narrative:
The information submitted reflects all relevant data received. Event date is 2005, brand name is sprint quattro, type of device is implantable tachy lead. Implant date is 2002. Evaluation summary: defib conductor fractured; full lead returned. Both the svc and the rv conductors are fractured within their respective connector legs.